Manufacturer narrative:
On 5/4/2020, device evaluation was completed. During visual evaluation of the device a tear was noted in the union between shell and patch in the posterior view. Microscopic examination was performed and the cause of the rupture could not be identified. A manufacturing record evaluation (mre) was performed for the finished device number 6958407, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left expander deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of an unknown age and ethnicity underwent primary breast reconstruction surgery with a 550cc mentor cpx 4 breast tissue expander with suture tabs and was presented with left side deflation postoperatively. As a result, the patient underwent explantation and replacement with catalog number: 3549122; serial number: (B)(4) on (B)(6) 2019.